Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. Upon eval, there was an open pulse wire in the trunk cable. The cause of the non-functional therapy electrodes is the open pulse wire. The root cause of the open pulse wire is excessive force. No adverse event resulted from the open wire.